Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus after delivering a meal bolus, but was unable to deliver the requested bolus. The contact was unable to confirm if a message regarding the insulin on board or a maximum bolus notification had been displayed at the time of the reported issue. Although requested, the contact declined to perform troubleshooting or upload the pump data logs for tandem technical support to perform a log review. The customer's blood glucose level was in the 200's (mg/dl).